Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a training on the thermogard xp ivtm console (sn: (B)(4)), it was reported that the console displayed a tcmid: 06 (ce post failure) while on its second self test. There was no patient involvement reported.

Manufacturer narrative:
The primary complaint was confirmed during event log review and functional testing. The root cause of the issue was due to a defective cooling engine compressor. Review of the event log found multiple errors related to the complaint. The console failed functional testing. The thermogard xp ivtm console is a reusable device and was manufactured on 01/10/2013. Therefore, a defective cooling engine compressor is characteristic of normal wear and tear for the life of the device. To resolve the issue, the cooling engine was replaced. Additionally, (unrelated to the complaint) to ensure that the console is functional without issue, the damage parts observed during evaluation of the device were also replaced. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4). The console passed all final testing criteria.